Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found for 2.7mm x 14mm locking hexalobe screw (part number 30-0327, lot number 556172) and 2.7mm x 14mm non-locking hexalobe screw (part number 30-0346, batch number 498539). The returned screws were examined visually under magnification. Both screws appeared to have broken from a torsional fracture. The screws measured (part number 30-0327, batch number 556172) .1630"/4.14mm out of an overall length of .615"/15.62mm and (part number 30-0346, batch number 498539) .1965"/4.99mm out of an overall length of .641"/16.28mm. The rest of the screws were not returned. Under magnification the cross-section of the fracture sites was uniform and angled partway towards the tip. The t8 stick fit hexalobe driver should be used to insert the 2.7 mm hexalobe screws in the metacarpal holes of the wrist spanning plate. The screw should not be overtightened, and the screw should be tightened by hand and not under power. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: investigation findings code (annex c): updated from 3233 to 3243. Investigation conclusion code (annex d): updated from 11 to 4315.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found for 2.7mm x 14mm non-locking hexalobe screw (part number 30-0346, lot number 498539). The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported during a wrist spanning plate surgery, both screws head broke off. It happened before the screw was set onto the plate. It was reported the patient's bone was soft with no need to tap. A different screw was used. In the case the representative noted that they used other screws and moved on with the case. The surgery was completed with no delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00485.